Manufacturer narrative:
This MDR is being reported under exemption number e2015052 and is part of the 227 pilot program. The reported event involved an automated clinical chemistry device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. A field representative went onsite to evaluate the device and determined the ise reference acrylic block and the subassembly were wet with fluid. The field representative removed, cleaned, and reinstalled all electrodes, acrylic blocks, and the subassembly. Further investigation determined the field representative findings were the root cause. No systemic issue with the device was identified during the investigation of this event.

Event description:
This report summarizes <noe>1</noe> malfunction event where erroneous results were generated by the cobas c501 analyzer. The event involved four patients. There were three erroneous results for ion selective electrode (ise) sodium, two erroneous results for ion selective electrode (ise) potassium, and two erroneous results for ion selective electrode (ise) chloride. The patients' ages ranged from 57-81 years. The patients were three females and one male. The patients' weights were requested, but were not provided. There was no reported injury or death. The event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to public health.